Event description:
User reported repeated error messages. The biomedical engineer found several 242.4030 motor stall errors in the device event log and when testing the device, it was noted that fluid continued to run out of the test IV set after the device stopped pumping. Device received and investigation determined the following: the device alarmed for motor stall error several times; disassembly inspection was performed revealing evidence of fluid ingress on the mechanism components, upper occluder finger, pumping fingers, cam shaft assembly and the guide grooves on the bezel for the occluder fingers and the pumping fingers. The fluid contamination resulted in intermittent sticking of the upper occluder finger and pumping fingers. The cause of the reported complaint is due to fluid ingress within the device.